Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery for an arteriovenous malformation (avm) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) towards a sac in the right pulmonary avm and then deployed and detached ten pc400 coils into the patient. While attempting to advance the eleventh pc400 coil through the px slim, the physician had difficulty after the coil was advanced approximately half way through the px slim. Therefore, the physician removed the px slim containing the pc400 coil from the patient's body. While the devices were outside of the patient, the physician confirmed that there were no visual damages to the px slim and attempted to advance the pc400 coil through the px slim but was still unable to. The physician then attempted to advance a new pc400 coil through the same px slim while still outside of the patient's body and found that the coil advanced through successfully. Therefore, the physician adjusted the px slim to decrease deflexion, flushed its inner lumen and then checked it again for kinks. The px slim was reinserted into the patient and the procedure was successfully completed using a new pc400 coil and the same px slim. As a result of the procedure, the patient's blood flow was almost decreased. It should be noted that the patient had some tortuous vessels and that the physician did not use force to manipulate the px slim through the patient's anatomy. In addition, the physician flushed the px slim after delivering each pc400 coil. There was no report of an adverse effect to the patient.